Event description:
On 3/19/2025, it was reported by a distributor via email that an ar-1588rt-2j tightrope ii rt sutures broke around the button upon the final tensioning. This was left in the patient and additional sutures were used as backup to secure. This was discovered during a hamstring acl procedure on (B)(6) 2025.

Event description:
Additional information received: case completed using ar-1588rt-2j - tightrope was left in, surgeon also ib's (internal braces). Tails of broken tightrope and fiberloop tails tied over rt button. 5-minute delay to case. No additional anesthesia.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.